Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test.

Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. A visual inspection revealed signs of fluid ingress in the door, bottle and pump assemblies. The assignable cause for rite test failure - earth leakage current was determined to be a shorted pump assembly due to fluid ingress. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Device will be scrapped during servicing. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.